Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack was identified in the cuff connection tube. The reason for the crack was not detailed by the facility. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a replacement surgery was performed. Upon explant, a crack was identified in the cuff connection tube. The reason for the crack was not detailed by the facility. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. Visual inspection of the cuff did not reveal any damage or irregularities. No leaks were identified during the cuff leak testing. The pump was visually and microscopically examined, and leak tested. There were no abnormalities or leaks noted in the pump. Visual and microscopical inspection of the balloon did not reveal any anomalies. Upon functional testing, the balloon performed within specification. Based on the information available and analysis results, the reported allegations of mechanical issues and a crack in the tube could not be confirmed. A conclusion code of cause not established was assigned to this investigation.